Event description:
It was reported that during knee arthroplasty while the surgeon was implanting the tibial tray, the implant shifted backward by approximately 3 millimeters despite canal preparation. There were no other intraoperative complications and the tibial tray remained in place. No post-operative complications have been reported and no medical or surgical intervention to correct the outcome has been planned.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.